Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. The overrun portion of the complaint could not be duplicated, and is thus unconfirmed. As for the report of a flickering lcd screen, the pump's lcd screen was found to be faulty, and was replaced. The lcd was not related to the overrun issue addressed above, and is not the reason for this MDR. It posed no risk to the patient. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "running after food is gone, display is flickering" at the time of the event, the pump was set to run at a rate of 120 ml/hr, with a dose of 1,200. The pump was expected to run for 10 hours.